Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a faradrive steerable sheath was selected for use. Alot of bubbles were seen on the irrigation tube during aspiration after the farawave insertion into the sheath. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed, and no patient complications were reported. The device is expected to be returned for laboratory analysis.